Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with low battery and when she changed her battery the device would not turn back on; the customer has tried three more batteries but the insulin pump still refuses to activate. The patient's blood glucose at the time of incident was 5.2 mmol/l. Troubleshooting was initiated for the blank display anomaly. The customer uses (B)(6) aaa batteries. The insulin pump was not damaged; there was no damage noted on the battery cap or battery compartment. The battery cap contact was cleaned. The customer stated that they will try a new pack and batteries and call back if issues persist. No products were returned and a replacement battery cap was shipped to the customer.